Event description:
It was reported that this event happened in the cath lab. The cardiologist prepared the intra-aortic balloon (iab) according to the instructions for use (IFU). The one-way valve was connected to the driveline tubing and slowly aspirated for vacuum. The iab was pulled straight out of the holding sleeve. After confirming that the iab was wrapped, the iab was inserted through the sheath. All steps were performed per IFU's and proper balloon placement was checked through fluoroscopy. Under fluoroscopy, it was determined that the distal portion of the ballon was not inflated after pumping was initiated. Manual inflation was attempted by attaching the syringe, but the distal portion still would not unwrap. The iab and sheath were removed together and a new iab was inserted. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.